Event description:
It was reported that following a sling placement the pt experienced severe pelvic pain. The physician is going to remove the anchor. No further info is available at this time. Should co receive further info, a follow-up report will be submitted.